Event description:
While using the fast-cath hemostasis introducer, tubing was found detached; however the patient had not moved. There was an occlusive bandage in place and no tension had been applied on the tubing. The tubing had been used for antibiotic therapy, and therefore this antibiotic therapy was disrupted. Another introducer was used to complete the procedure. A non-abbott device was mentioned; however it is unknown what that device was or how it relates to the reported event.

Event description:
The sideport tube is the component that became detached. The antibiotic therapy was disrupted, but there were no patient consequences due to this disruption of therapy.

Manufacturer narrative:
Product evaluation: the reported event of ¿sideport tube was found detached¿ was confirmed. The results of the investigation concluded that the extension tube (sideport tubing) had been detached from the sideport of the hemostasis body. The extension tubing wasn¿t returned for analysis. The cause of the reported sideport detachment could not be conclusively determined.